Manufacturer narrative:
Strain relief medwatch sent to the FDA on 06/28/2016. This report captures the patient's replacement port/tubing that was removed due to leakage. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as a strain relief. A leak test was performed on the port, and no leakage was noted. A fill inspection test was performed on the port tubing, and no blockage or resistance to flow was noted. Under microscopic analysis the port tubing was observed to have wear/abrasions. Device labeling addresses the reported event of possible port/band/tubing leak as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "started losing restriction, and radiographs once again demonstrated a broken connective tubing which was well away from the abdominal wall and well away from the stress point." The patient had their replacement port and their lap-band system removed and replaced.